Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 50 days. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the device. The event occurred at (B)(6). The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, a previously unreported bacterial driveline infection was reported. The infection reportedly started on (B)(6) 2013. The treatment for the infection was not provided. The patient remains on vad support and no other events have been reported.